Event description:
According to the rptr: the physician stated that the sulu was with defect. The stapler locked in the middle of firing. There was poor staple formation due to this issue. Bleeding in excess of 250cc was reported. Operative time was not extended by more than 30 minutes. There was no unanticipated tissue damage. No additional surgical process was necessary to correct the stapler problem. No injury to the pt was reported.

Manufacturer narrative:
(B)(4).